Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, yellowish material was observed on the tip of the catheter. A manufacturing record evaluation was performed for the finished device number lot 31179969l and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and the root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and there was some structure on the tip. It was believed to be a structure formed during the assembly process of the ablation catheter. No adverse patient consequence was reported. Additional information was received, and it was noted that the issue was identified after insertion in the patient's body, but before the procedure. The doctor noticed a ¿foreign matter sensation¿ while moving, and it was discovered after being extracted from the patient's body.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and there was some structure on the tip. It was believed to be a structure formed during the assembly process of the ablation catheter. No adverse patient consequence was reported. Additional information was received, and it was noted that the issue was identified after insertion in the patient's body, but before the procedure. The doctor noticed a ¿foreign matter sensation¿ while moving, and it was discovered after being extracted from the patient's body. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned device revealed a lifted electrode with a foreign material attached. Good manufacturing assembly evidence was observed in the electrode. A fourier transform infrared spectroscopy (ftir) analysis was requested and it was concluded that the particle found is primarily composed of polyethylene with barium sulfate. The match with the characteristic peaks for both materials suggest that barium sulfate is present as an additive. However, the source of origin of the material remains unknown. A manufacturing record evaluation was performed for the finished device 31179969l number, and no internal actions related to the reported complaint condition were identified. The foreign material reported by the customer was confirmed. The potential cause of the electrode condition and foreign material could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).